Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed oxygen mix testing. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 07jun2019. Date of report: 12jun2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the tests were conducted at 60% and 100%, the readings were low. The technician recommended that the oxygen solenoid or flow sensor be replaced. The customer replaced the flow sensor and the issue was resolved. The unit passed testing and was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Device not returned to manufacturer.